Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that while opening a farawave catheter the irrigation port shows cloudy and suspected contamination. The catheter was opened but not used therefore, no patient involvement. Replacement was requested. It is unknown if the device is going to be returned for laboratory analysis.

Manufacturer narrative:
Five pictures of issue was provided, it is possible to observe some white section through the flush tubing which seems to be part of the assembly between the flush tubing and the flush luer. The product was not returned for analysis to identify any defect with the device; therefore, the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that while opening a farawave catheter the irrigation port shows cloudy and suspected contamination. The catheter was opened but not used therefore, no patient involvement. Replacement was requested. It is unknown if the device is going to be returned for laboratory analysis.

Event description:
It was reported that while opening a farawave catheter the irrigation port shows cloudy and suspected contamination. The catheter was opened but not used therefore, no patient involvement. Replacement was requested. It is unknown if the device is going to be returned for laboratory analysis.

Manufacturer narrative:
Additional information to e: initial reporter. It was noted that the facility did retain two catheters, the remaining catheters will be returned for analysis. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.